Manufacturer narrative:
(B)(4). Date sent: 12/09/2021. Photographic evaluation: this is an analysis of on photo submitted to ethicon endo surgery for evaluation. During the visual analysis, the following was observed: the photo shows a device from the top view with the anvil partially extended and a piece of tissue could be observed on the shaft of the anvil. However, the condition of the washer or formed/malformed staples could not be observed. In addition, a battery pack near of the device was noted. Based on the photo the event described cannot be confirmed, however no conclusion or root cause could be determined. Hands on device analysis may provide the additional evidence necessary to confirm the root cause of the reported event. Because the instrument was not returned our evaluation is limited. We value the opportunity to fully analyze the instrument upon its return. As part of ethicon endo surgery quality process all devices are manufactured, inspected, and released to approved specifications.

Manufacturer narrative:
(B)(4). Date sent: 03/15/2022 . Per the ethicon medical safety officer: while cutting a bit more tissue away can be considered an intervention the patient did not suffer a serious injury. This should not be considered reportable, as no harm came to the patient and their postop care was not altered by the malfunction. Device analysis: the product was returned to ethicon endo-surgery for evaluation. Visual inspection and functional testing were conducted on the returned device. Visual analysis of the returned sample revealed that the cdh25p device arrived with no apparent damage. The device was received with no staples present and an anvil with a cut washer. When the battery was installed, the green checkmark illuminated, confirming that the device was fired and achieved full firing stroke. The device was loaded with staples, reset, and fired into a test skin. Attempts to fire the device with a safety lock on, in an attempt to replicate the failure, were unsuccessful. The cause of unformed staples being deployed could not be determined. As part of ethicon endo surgery¿s quality process, all devices are manufactured, inspected, and released to approved specifications. Although no conclusion could be reached on the cause of the reported event, the instructions for use do contain the following caution: the device will not fire if the anvil is not properly attached or if the orange staple height indicator is not fully within the green range of the tissue compression scale. To fire the device, draw the red safety back toward the handle. To ensure the device remains in the safe firing range, once the red safety has been released, do not turn the adjusting knob. Activate the firing sequence by completely depressing the firing trigger. Remain still until the full firing sequence is completed which will be indicated by the illuminated green check mark on the indicator window. It is not necessary to hold the trigger once the firing sequence has initiated. The user may notice audible feedback during the firing sequence when cutting through the breakaway washer. Once fired, the device cannot be fired again. The event described could not be confirmed as the device performed without any difficulties noted. A manufacturing record evaluation was performed for the finished device batch number, and no non-conformances were identified. Based on the information per the ethicon medical safety officer h1 has been changed from serious injury to a malfunction.

Manufacturer narrative:
(B)(4). Date sent: 12/07/2021 h11: corrected data = h10, the following information was omitted on the previous report. Photo(s) received and are pending review. When the review is completed, a supplemental medwatch will be sent with a summary of the photographic evaluation. When the second device was fired, rotating the adjusting knob, removing the device from the patient, and a breaking sound of the washer were as usual. The gap setting scale marked between 1.5mm and 2.0mm when the issue occurred. The patient¿s condition is stable. Per the sales rep: when I arrived at the surgical room, the powered circular had a battery installed but was not running.

Manufacturer narrative:
(B)(4). Batch # unk. Attempts have been made to retrieve the device. To date the device has not been returned. If the device or further details are received at a later date a supplemental medwatch will be sent. A manufacturing record evaluation was performed for the finished device lot number, and no non-conformances were identified. Additional information was requested, and the following was received: where within the gap setting scale was the orange indicator prior to firing? The gap setting scale marked between 1.5mm and 2.0mm when the issue occurred. What confirmation was received that the device was fully fired? The sound of washer cutting was heard. Did the device staple? Yes, but unformed. Was the staple line complete? No further information is available. Were there any staples missing from the staple line? No further information is available. What was the shape of the staples (b-formation, irregular, legs straight)? Legs straight. Were the staples deployed into the tissue? No further information is available. Were the staples seen in the surgical field? Yes. Did the device cut? Yes. Was the cut line fully circumferential around the target tissue? No further information is available. If the device fully cut, were both tissue donuts present? If the device fully cut, were both donuts complete? How many counter-clockwise revolutions were used to open the device? Dr commented that the device was used as usual. How was it confirmed that the anvil was free from the tissue prior to removing? Dr commented that the device was used as usual. After firing was the adjusting knob turned ? To ? Revolutions? Dr commented that the device was used as usual. Was the device rotated 90 degrees in both directions to ensure the anvil was free from the tissue? Dr commented that the device was used as usual. Who fired the device? The surgeon. Who removed the device? The surgeon. Was the safety reset prior to removal? Dr commented that the device was used as usual. What was the users experience with the device? No further information is available. Sales rep tried to get the information but no further information is available." If information is obtained that was not available for the initial report, a follow-up report will be field as appropriate.

Event description:
It was reported that during a laparoscopic sigmoidectomy, the device was fired by itself although the red safety was not released when the adjusting knob of the device ((B)(4)) was being rotated to attach the trocar to the anvil. The device was attempted to remove from the patient, then a firing sound was heard. When the device was checked, it was found the staples were deployed. The anvil in question was placed as it is, and the device was replaced to another one ((B)(4)), but the deployed staples were unformed. The gap setting scale marked in the middle. The device was used between the colon and the rectum. Leakage occurred. The target tissue was cut additionally, and a competitor device was used to re-anastomose. No further information is available.